Manufacturer narrative:
Qc was within lab-established ranges. A bci field service engineer (fse) ran calibration and post mod health check. All results met specification and qc was within established range. Fse did not replace any component on the instrument. The customer acknowledged to temperature fluctuation in the lab, which exceeds bci specifications. The customer will closely monitor lab temperature and recalibrate the system if the temperature changes significantly.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to low sodium (na) and chloride (cl) results generated on the unicel dxc 800 pro synchron chemistry analyzer. The results were not reported out of the laboratory. The system was recalibrated and the samples were repeated. Four (4) samples had a na difference of 4 mmol/l and the eight (8) samples had a na difference of 3 mmol/l. Chloride results showed a maximum of 6 mmol/l difference, which is within the precision of the assay. The customer did not have specific examples. Amended reports were not initiated since the difference in results was not considered significant. Patient treatment was not impacted by this event.